Event description:
Customer reported that during a brachytherapy treatment on (B)(6) 2012 the flexible probe (B)(4) of the segmented cylinder applicator set (B)(4) slipped and shifted 5cm inferiorly at some point when deploying the applicator in the pt. The brachytherapy treatment was a pdr course of 48 pulses each 0.6 gy, for a total course of 28.8 gy over 48 hrs. It is not known when the probe slipped, and no additional treatment was performed to account for the dose discrepancy (underdose to target area).

Manufacturer narrative:
A f/u of the MDR is expected and will be submitted as soon as the part is received and is investigated.